Event description:
It was reported by a maude event report that a (B)(6) year old female patient arrived in the emergency room verbally complaining of increased shortness of breath for a week. She proceeded to have seizure activity and coded. There was no peripheral IV access available so two cvcs (central venous catheters) were attempted to be inserted. The md found the spring wire guide (swg) "flimpsy, bending and kinking" when trying to insert into the patient. Reference MDR #1036844-2011-00168 for the second event involving the same patient.

Manufacturer narrative:
(B)(4).